Event description:
Due to excessive resistance while attempting to insert trocar with cannula through the sclera, a corneal incision, previously made by a cataract surgeon, ruptured and leaked, requiring closure with nylon sutures. Other than prolonging surgery and possibly inducing some astigmatism, no long term sequelae should result. Reason for use: vitrectomy.